Manufacturer narrative:
The insulin pump was received with minor scratched display window and cracked reservoir tube lip. The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm.

Event description:
The customer reported via phone call indicating that the insulin pump alarm excessive no delivery. Customer's blood glucose was 442 mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.